Manufacturer narrative:
Date of event: dates are estimated. The additional adverse patient effects referenced will be filed under a separate medwatch report #. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported patient effects could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: bioresorbable scaffold implantation in stemi patients: 5 years imaging subanalysis of prague-19 study.

Event description:
It was reported through a research article identifying absorb that may be related to the following: patient death, myocardial infarction, thrombosis, aneurysm, revascularization, and rehospitalization. Also some absorb delivery systems failed to cross the lesion. This article summarizes clinical outcomes of 79 patients that were treated with absorb scaffolds. Specific patient information is documented as unknown. Details are listed in the attached article, titled "bioresorbable scaffold implantation in stemi patients: 5 years imaging subanalysis of prague-19 study."